Event description:
Sorin reported that this lead dislodged during a generator change. The physician attempted to reposition the lead, however it was scarred into the vein. This lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.